Event description:
A brown movable piece of foreign matter was found inside the sterile pouch of a smart control device during the labeling process at (B)(4). The foreign matter was located near heat-seal area and did not come in contact with the product itself. The outer product box and sterilized pouch were intact, and the seal of the pouch was not opened. The actual product had no damage. There were no other anomalies noted. It was not shipped out of warehouse and was not clinically used. The product was neither re-sterilized nor re-packaged.

Manufacturer narrative:
A brown movable piece of foreign matter was found inside the sterile pouch of a smart control device during labeling process at (B)(4). The foreign matter was located near heat-seal area and did not come in contact with the product itself. The outer product box and sterilized pouch were intact, and the seal of the pouch was not opened. The actual product had no damage. There were no anomalies noted. It was not shipped out of warehouse and was not clinically used. The product was neither re-sterilized nor re-packaged. The foreign material reported by the customer was confirmed. There are controls and inspections in the packaging process to prevent and detect this type of discrepancies; however in this case the foreign material was inadvertently left inside the package. Actions have been initiated to investigate the root cause and determine if any corrective actions are needed. One sterile unit of smart control 8x60 mm was received in its original package with the inner pouch seal intact. Inside the pouch there was a foreign material attached to the tyvek side. No other discrepancies were found. The foreign material was sent to (B)(4) in order to attempt to identify the material, the conclusion of the analysis was that due to limited material size there were no observable differences between the pouch without contamination and the pouch with contamination, the complete sample was consumed during the testing .

Manufacturer narrative:
The device was returned for analysis, but the analysis has not yet been completed.additional information will be submitted within 30 days of receipt.